Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to history of infection, medical treatment, progression of disease, and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted from clinic for foul-smelling drainage at driveline exit site. The patient was on suppressive oral antibiotic therapy for a chronic driveline infection. The patient was started on intravenous (IV) vancomycin and wound was cultured. Computed tomography (CT) scan of the chest and abdomen was negative for inflammatory process. Wound culture revealed surface contamination. Infectious disease service discontinued IV antibiotics and patient was placed back on oral minocycline for chronic driveline infection. The patient was discharged to subacute rehabilitation facility on (B)(6) 2017 for wound care and physical therapy. The event was reported to have resolved. The primary investigator deemed the event related to patient condition and unrelated to device or implant procedure. No further information has been provided.